Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent mesh with video cystoscopy- noted blood tinged urine with reassess. [Md reported trauma came from the videocamera per the operative report. No obvious signs of trocar injury to bladder. Continued blood noted in urine. Cystoscopy was repeated two additional times with no obvious signs of bleeding, a little bit of trauma but no active bleeding. No sling within the bladder itself. We went ahead and placed another catheter in place and the urine that was coming out was clear.]due to sui.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. .

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, recurrence, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that the patient underwent a diagnostic laparoscopy and adhesiolysis on (B)(6) 2011, due to redundant sigmoid colon, and llq pain. No additional information was provided.